Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support post cardiac surgery when an intra-aortic balloon pump was not sufficient. The pump was explanted after four days when there was an issue with the optical signal and low flows. The patient was stable.

Manufacturer narrative:
The investigation of low pump flow and optical signal issue has been completed. The returned product was severed from the patient cable, therefore no reproduction testing or 5s parameter verification could be conducted. Optical signal issue: upon review of the data logs, it is apparent that the console is the potential cause of the issue. Low pump flow: the returned pump was severed so reproduction testing could not be performed. The data logs show no motor current spikes and there was no biomaterial in the purge gap or on the impeller. There was no damage to the impeller. No patient condition related issues were noted. The root cause of the low pump flow was not determined as insufficient product required for reproduction testing was returned d9 date device returned to manufacturer added. D6a and d6b revised on manufacturer device report 1220648-2024-10231 in accordance with updated procedures. F6/f8-should have been left blank on manufacturer device report 1220648-2024-10231. G1 reporting contact email revised on manufacturer device report 1220648-2024-10231 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10231.

Manufacturer narrative:
The investigation into the optical signal issue and the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the optical signal issue and the low pump flow could not be determined as no data logs and/or product were returned. In accordance with updated procedures, section d6 has been revised from the initial submission.